Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to pocket infection. Surgical intervention and intravenous antibiotics were needed to resolve the issue, the product was explanted. There were no additional adverse patient effects reported.